Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) shows an autofill failure alarm. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d1, d3, d4(catalog #, UDI #) d9, e1(event site postal code - (B)(6)), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusions) h10. Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the unit and observed that system showing autofill failure alarm, checked the system properly problem found with pm 5000 hours kit. Replaced new pm 5000 hours kit then checked system it is working fne and ready to use.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). No UDI is provided as product was discontinued prior to gudid implementation timeline.